Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 13198 was returned and analyzed. Visual inspection showed there were traces of blood inside the balloons. Smart chip verification indicated the catheter was used for six injections. The catheter failed the performance test due to system notice #50005 "the safety system detected fluid in the catheter and stopped the injection" during the vacuum phase. Dissection and pressure tests showed a leak and twist at the guide wire lumen of the catheter in balloon segment at 1.21 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen twist and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.